Event description:
User reports that he had a plasma sample with a sodium result of 133 meq/l that was flagged by the host with a delta check flag. He repeated the same sample on this analyzer and recovered 140 and 142 meq/l. The original result of 133 meq/l was not reported to the physician, so the pt was not treated on the basis of the erroneous results. The field service representative could not find a cause for the particular sample and performed corrective maintenance which included inspection of the complete ise system for leaks, cleaning the mixtower and replacing the o-rings for the electrodes.